Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave was selected for use. Transeptal access was obtained as normal, the coronary sinus (cs) catheter was placed in the coronary sinus and pre-imaging of the ventricles were performed. Anterior-mid transeptal puncture was performed and the sheath was pulled back with the wire to the left side to place the intracardiac echocardiography (ice) catheter and the patient had a cabal pause. Once the normal rhythm returned, the physician struggled to place the cs catheter back in place and was poking the right ventricle and right atrium to find the cs. Then, after completing the pulmonary vein isolation with the farawave catheter it was noticed that an effusion occurred. The fluid was drained and the patient was given protamine. Patient blood pressure remained stable. The patient had successfully recovered from the event and was discharged from the hospital. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.